Event description:
Caller reported damage to the pump housing, specifically at the usb port/pins, which affected the ability to charge the pump. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump and confirmed the pump was under warranty. The customer planned to continue using the current pump and was instructed to put it into storage mode before returning it with a pre-paid label. The customer acknowledged these instructions.